Event description:
On may 2002, the customer reported that following a cardiac catheterization procedure, a vasoseal was deployed. The patient was discharged post deployment with good pulses. Nineteen days later the patient was readmitted to the hospital with no pulses. Surgery was scheduled. No additional details were provided at that time. On may 2002, the hospital reported that during the surgery, collagen was found intra-arterially. The vasoseal was deployed the previous month. No further details were provided.